Manufacturer narrative:
Correction: updated conclusion code grid.

Event description:
Philips received a complaint on the xl+ device indicating that there was a connector issue. The fse evaluated the device on site and found that the therapy port screw was loose, once it was tightened and checked the ops check passed and the issue was resolved. The device remains at the customer site and no further evaluation is warranted at this time.